Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Nurse reported that during intraocular lens (iol) implant procedure, surgeon was unable to insert lens due to stiffness of lens and size of incision. There was patient contact and procedure was completed on same day.